Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device was bent and unusable. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the neuro-tip leg and neuro-tip foot were drilled into and the foot was bent. It was determined that the neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and to come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. The cause of the drilled craniotome foot was due to failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip and bent it. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.